Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's sister that the customer got hospitalized due to low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer fell because they went low and he fractured his whole face and had to have facial reconstruction surgery. The customer's sister believes that alcohol was involved in the incident. The customer experienced symptoms such as loss of balance and falling. It is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer cannot talk. The customer's doctor was asking when they would get sensors. The insulin pump will not be returned for analysis.